Manufacturer narrative:
Upon disassembly for visual inspection there was corrosion found throughout the device. The device was repaired and will be returned to the user facility.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb micro drill had no brakes and continued to operate once there was no power being supplied to the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.